Event description:
A customer contacted beckman coulter (bec) and reported an unknown amount of clear fluid leaking close to the red blood cell (rbc) chamber in their coulter lh 750 hematology analyzer. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed that the leak was from a loose rbc bath. Fse reconnected the bath to the rbc housing which resolved the leak. Repair was verified per established procedures and results met published performance specifications. The cause of the leak is related to a loose rbc bath. (B)(4).